Event description:
The pump was returned for investigation. Investigation revealed that the display screen had a pinkish contrast. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a load, rewind and prime sequence was performed successfully with no errors. Pump was exercised for 24 hour duration test using a 1.0u/hr basal program; no alarms or warnings occurred during this time. The black box and alarm history shows no errors or alarms associated with the complaint. The total daily dose correctly reflect the programmed basal rates. The pump was tested on a 29 hour flow test and was found to be delivering within specifications. Investigators observed a pinkish contrast on the display screen. The patient negligence issue - pump subjected to conditions outside specifications. Initial reporter: (B)(6).